Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1 - product problem.

Event description:
It was reported that second incident of tube, due to the weight of the vent tubing, just bends over and kinks off. Once the kink occurs there is nothing to help keep the tube straight. Medical intervention: tongue depressor and tape had to be used. No further adverse patient effects were reported.